Event description:
A peritoneal dialysis (pd) patient reported that his effluent was cloudy and fibrin was present. He had a fever and abdominal pain. He had contacted his pd nurse previously and had been prescribed gentamicin and vancomycin antibiotics. During follow up the patient's pd nurse reported that the patient had a positive effluent culture (B)(6) 2014. She reported the patient had poor aseptic technique and did not maintain a clean environment for his pd treatment. He had not reported any malfunctions or leaks during his previous pd treatments. He was treated with antibiotics gentamicin and vancomycin. He was not hospitalized for the event. The patient's medical records concerning this event have been made available.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of information an MDR will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant.